Event description:
It was reported that the right ventricular (rv) lead was being revised due to many post ventricular contractions (pvcs) and ventricular tachycardias (vts) the patient experienced from the ventricular pacing. During the procedure, when the stylet was being removed from the lead, the lead was damaged. The lead was explanted and replaced and the patient was stable following the procedure.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with the stylet inside the lead. Visual inspection found the connector pin pulled from the lead body which is consistent with excessive forces during attempted stylet removal. Electrical testing was performed and no anomalies were noted. The reported event of the lead being damaged during stylet removal was confirmed.